Event description:
Event description cpi received information that this bipolar endocardial lead (0015) was removed from service, because the lead was damaged during a repositioning procedure, which took place the day after the initial implant. The lead terminal pulled apart. Another cpi 0015 lead was implanted.

Manufacturer narrative:
Event conclusion: the lead was returned to cpi for analysis. The helix is stretched. The terminal pin is broken off at the terminal ring, and not returned. Terminal pin separated and missing possibly as a result of inadequate adhesion between the terminal pin and the anode ring during mfg.